Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient woke up and complained about abnormal body movements. By 9:30 am the patient was found to have abnormal movements with uprolling of the eye, drooling, and urine incontinence. The patient's mean arterial pressure (map) was found to be 130mmhg. Antihypertensive medications were given to lower the patient's map. This event was associated with low flow alarms. The patient had an emergency computed tomography (CT) scan done. The scan suggested a large left parietal bleed with intraventricular extension with hydrocephalus. The patient required a decompressive craniotomy and evacuation of the hematoma. The patient was on anticoagulation and antiplatelet medications, so they were given fresh frozen plasma in pre-surgery. The patient passed away from the hemorrhagic stroke (B)(6) 2021. The outcome was considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were provided by the account for review. A specific cause for these events could not be conclusively determined. The account reported that on the morning of (B)(6) 2021, the patient got up with complaints of abnormal body movements. By 9:30 am, the patient had abnormal movements as well as up-rolling of the eyes, drooling of saliva, and urine incontinences. The patient¿s mean arterial pressure (map) was found to be 130 mmhg and low flow alarms were noted. The patient was treated with antihypertensive medication. An emergency computed tomography (CT) scan was done which revealed a large left parietal bleed with intraventricular extension and hydrocephalus. The patient required a decompressive craniotomy and evacuation of the hematoma. Since the patient was on anticoagulants and anti-platelets at the time of the event, he was given fresh frozen plasma (ffp) in pre-surgery. Additional information later received stated that the patient ultimately expired on (B)(6) 2021 due to the hemorrhagic stroke. The event was considered to be device related; however, the pump had reportedly operated as intended. It was also reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition, such as hypertension, can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.